Event description:
The pt reportedly experiences pain and cries when she attempts to use the external processor. External equipment has been exchanged and programming adjustments were made; however, this did not resolve the issue. Device testing is limited due to the pt's discomfort. Revision surgery has been recommended.